Event description:
A capd (continuous ambulatory peritoneal dialysis) pt reported that solution administration set leaked at the connection to pt's catheter. There was no injury, but pt was treated prophylactically.